Event description:
Conmed japan reported on behalf of their customer that the device, 60-5274-032, spatula electrode w/stealth ER 5mm x 32cm (5/cs) was being used on (B)(6) 2024 during a laparoscopically assisted right-sided colectomy and ¿it was reported that the tip of the spatula was scorched, so when the surgeon wiped it off, the insulation came off.¿ there was no impact/injury to the patient or user. The procedure was completed with an alternate same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: d1 has been updated from short description to brand name. Manufacturer narrative: received one 60-5274-032 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the insulation was returned disconnected from the electrode. Root cause cannot be determined, however, based upon evaluation of the device and IFU; a possible cause of this event could be failing to always have the electrode tip covered. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 22 reports, regarding 22 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: these instruments allow the user to cover and expose the electrosurgical tip by sliding the tip shield slide forward and back. The tip shield may be locked in the covered (forward) position by sliding the tip shield slide forward and turning it 1/4 turn in the indicated direction. The instrument is shipped in this locked position. Misuse of this or any other electrosurgical device can result in a patient injury. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, 60-5274-032, spatula electrod w/stealth ER 5mm x 32cm (5/cs) was being used on (B)(6) 2024 during a laparoscopically assisted right-sided colectomy and ¿it was reported that the tip of the spatula was scorched, so when the surgeon wiped it off, the insulation came off.¿ there was no impact/injury to the patient or user. The procedure was completed with an alternate same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.